Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event and treated with cefazidine in the pd bag (vial) (dose and frequency not reported). The cause of the peritonitis was unknown. The patient was discharged from the hospital and recovering from this event. No additional information is available.